Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. (B)(4).

Event description:
Information was received indicating that there may be an issue with the patient's prosthesis; no additional information has been reported. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Medical records forwarded state the patient shows evidence of effusion, popliteal cyst, and intrameniscal degeneration.